Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition. The patient experienced greater than 3 seconds of asystole. The physician suspects that the rv lead is fractured and has elected to reprogram the device to pace and sense in the atrium. This patient is not pacemaker dependent. This patient/ system will continue to be monitored. No adverse patient effects were reported.